Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 01mar2021.

Event description:
The customer reported that the touch screen is not functioning. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
The field service engineer (fse) touchscreen calibration was performed to address the reported touchscreen issue. Per the fse, the issue was found during testing. Upon further investigation, MFR report#- 2031642-2021-00769 was reported in error; the issue was found during testing. Therefore this complaint no longer meets reportability requirements.